Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (bulky lvot calcification) may have contributed to the worsening pvl and subsequent occluder placement 5 months post valve implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: so cy, kang, g lee jc, eng mh. The retro-antegrade approach to paravalvular leak closure after transcatheter aortic valve replacement. Eurointervention 2020; jaa- 749 2020, doi: 10.4244/10.4244/eij-d-19-01122. This is one of three manufacturer reports being submitted for this case.

Event description:
As reported through an article, "the retro-antegrade approach to paravalvular leak closure after transcatheter aortic valve replacement.", paravalvular leak (pvl) post-transcatheter aortic valve replacement (tavr) is challenging to close due to the presence of the transcatheter valve frame and calcium along the leak. A ¿retro-antegrade¿ approach was adopted to facilitate catheter and device delivery in closing pvl post sapien 3 valve deployment due to bulky left ventricular outflow tract (lvot) calcium. Single arterial access for a 14fr non-edwards sheath was used. In this case, 5 months post sapien 3 valve deployment, worsening pvl was noted. During the attempt to place an occluder, multiple catheters failed to cross retrograde despite the a-a rail support; therefore, a 5fr shuttle sheath was advanced over the externalized wire retrograde through the valve centrally and antegrade through the leak. A 6mm vascular plug was deployed, reducing the pvl to trivial. The valve remains implanted in the patient.